Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. The field service engineer (fse) found that station was not turning on because one of the drawers was preventing the station from fully powering up. Drawers 4.1 and 4.2 were identified as the sources of the issue. Using a multimeter, the fse tested both drawers and isolated the problem to drawer 4.2, which was reading 0.7 ohms. The drawer controller board was replaced, and the pyxibus module controller was also replaced, as it had failed as well. In diagnostics, the acceptance test was completed, during which all pockets popped open, retracted correctly, and were detected on the bus. The drawer was also detected as closed. There were no delays and no harm reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station failed to power up and appeared offline in rss. The customer stated that the station would not turn on even after attempting a reboot. There were no delay or adverse events or injuries reported based on this event.